Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device gave the patient more pain and they no longer have the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that they believed the ins was positioned over a nerve which went down their leg and it was still painful where the ins was positioned. It was also stated that the patient was unsure of the explant date and location because their hcp no longer worked at the clinic. The patient also reported their weight at the time of the event. No further complications were anticipated.